Manufacturer narrative:
Concomitant medical products: addr01 ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pocket stimulation occurred due to unipolar atrial pacing caused by a polarity switch of the right atrial (ra) lead. It was also reported that the lead exhibited low impedance and far field r-wave (ffrw) on stored episodes. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.